Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. After several manipulations, the pipeline detached; however, it was not open properly and was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2012-000379.

Manufacturer narrative:
The device has been analyzed. The evaluation could not determine the cause of the event. (B)(4).